Manufacturer narrative:
UDI = (B)(4). User/voluntary medwatch # mw5067998. Mfg. Site name- (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 7, 2017 that a flexiva 200 laser fiber was used during a left ureteroscopy with laser lithotripsy, left pelvic stone, left retrograde pyelogram and left double - j stent procedure in the ureter under spinal anesthesia performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure, the laser fiber was observe to be broken in the in the sterile field when it was taken out from the patient. There were no fiber fragments fell inside the patient and the laser fiber was not used in the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no reported injuries".

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken. The returned piece measured approximately 198 cm from the top of the connector to the break. The remainder of the fiber which includes the tip was not returned. Additional examination revealed no damage to the fiber face within sma connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a left ureteroscopy with laser lithotripsy, left pelvic stone, left retrograde pyelogram and left double - j stent procedure in the ureter under spinal anesthesia performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure, the laser fiber was observe to be broken in the in the sterile field when it was taken out from the patient. There were no fiber fragments fell inside the patient and the laser fiber was not used in the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no reported injuries".